Event description:
A malfunction alarm labeled as "malf 9" was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, providing necessary information, and ensuring correct operation. The customer also successfully rejoined the sensor session and resumed insulin usage while still in contact with technical support.